Manufacturer narrative:
Result: calf support.

Event description:
It was reported by service report that the calf support will not tighten. It is unk if there was pt involvement or adverse consequences.